Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon could be attributed to the converter. The exact cause of this event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the periodic inspection, the image of the subject device was not displayed. The subject device was connected to a converter. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.